Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During the procedure, the farawave catheter was taken from its packaging and the nurse observed unusual white traces on the catheter handle. Physician did not worry about this so procedure was completed successfully using this catheter. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device isn't expected to return for laboratory analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During the procedure, the farawave catheter was taken from its packaging and the nurse observed unusual white traces on the catheter handle. Physician did not worry about this so procedure was completed successfully using this catheter. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device isn't expected to return for laboratory analysis.

Manufacturer narrative:
There are 2 pictures attached in the complaint where it is possible to observe the device handle with white spots. No further nor additional product analysis could be performed since the device did not return. The investigation findings determined that the material on the device is likely 4311 loctite adhesive that is blooming due to the adhesive used to glue the handle not being fully dry when the product is packaged.